Event description:
On (B)(6) 2012, the reporter, the patient's wife, contacted animas to report that on (B)(6) 2012, the patient experienced two hypoglycemic episodes. On (B)(6) 2012 at 12:00 pm, the patient was found unresponsive. Emergency medical services were contacted, and when paramedics arrived, they treated the patient with a glucagon injection. At 5:00 pm, the patient's blood glucose level was 218 mg/dl. The patient resumed insulin pump therapy, and ate food and drink. The patient experienced the symptom of dizziness, and felt his blood glucose level dropping again. The patient became unresponsive, and paramedics were called a second time. At 6:00 pm the patient's blood glucose level was 33 mg/dl. The patient was transported to the emergency room, and was admitted to the ICU with a diagnosis of hypoglycemia and pneumonia. The patient was treated intravenously with glucose. Troubleshooting revealed the pump settings, programming, basal setting, and date/time were all correct. There had been no unintended insulin injection or bolus. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump and was hospitalized, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.